Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR)/sterilization record review of the packaging lot could not be performed since there was no reported lot number. The port was implanted into the patient more than 7 years prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not more than 7 years later. Device directions for use (dfu) cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use. Labeling review: the direction for use (dfu) provided with the port device contains the following statements: contraindications · presence of infection, bacteremia, septicemia or peritonitis. Warnings: the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. Precautions: carefully read and follow all instructions prior to use. After implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. Refer to the "use and maintenance" section of this dfu for recommendations. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. Potential complications/adverse events: bacteremia, catheter thrombosis, catheter or port erosion through skin/vessel, inflammation, infection, implantation site necrosis or infection, thromboembolism, thrombophlebitis, tunnel infection. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference: (B)(4).

Event description:
On or about (B)(6) 2014, plaintiff underwent placement of the angiodynamics bioflo port. The device was implanted by (B)(6) at (B)(6) for the purpose of administration of chemotherapy. On or about (B)(6) 2021, plaintiff was seen at (B)(6) medical center, in (B)(6) texas for removal of the bioflo port due to a port related infection. Plaintiff was unaware at the time of explant that the issues with his port were not a generalized risk. He was told he had an infection, and he did not discover the heightened risk of infection was related to the bioflo port defect until early fall of 2023 when he saw a television ad that detailed potential defects in the port catheter products. It was at this point that the plaintiff first realized the infection which occurred within his port may potentially have been caused by someone else's wrongdoing.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).